Event description:
It was reported that the patient started having leg cramping and her feet started swelling (B)(6) 2012. The patient also felt light headed, had trouble walking, and was constipated. The patient presented to the emergency room with the previously listed symptoms. A motor stall was reported. The motor stall and recovery occurred on (B)(6) 2012 and were confirmed in the event logs. The patient did not report any symptoms related to the motor stall and there were no other motor stalls in the logs. The patient's pump was going to be replaced soon as it was nearing end of life or elective replacement indicator alarm. The health care professional (hcp) called back later to report that she "recalled someone tried to read the patient's pump on (B)(6) 2012, and they had used a magnet on the pump as they were not aware that it was an 8637. This was reported to be the suspected cause of the motor stall." On (B)(6) 2012, it was reported the patient had experienced withdrawal. In addition to the previously listed symptoms it was reported the patient had increased tone in her legs and decreased blood pressure. Per the caller, it was also noted there was 6 months of pump battery life left. The patient was taking oral baclofen. It was also reported there was a problem with the programmer; approximately 2 hours after leaving the patient (B)(6) 2012, the pump readings could not be read. It was also noted that the file did not show up in the report link folder. The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information reported that the patient's pump was replaced on (B)(6) 2012. It was stated that the patient was getting better therapy. It was unknown as to what caused the withdrawal symptoms. It was noted that the 8840 issues were user error and have resolved.

Manufacturer narrative:
Product ID 8840, lot#, serial# unknown, implanted: explanted: product type programmer, physician product ID 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-dec-04. It was reported that the patient's pump was replaced because the pump was plugged up in the past. No symptoms were reported. No further complications were reported.